Event description:
It was reported that the pulse generator exhibited noise on the atrial channel which resulted in inappropriate mode switch. The noise was not reproducible. The device remained implanted.

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR).

Manufacturer narrative:
Please retract this report 2017865-2014-12230, this medical device should not have been reported as a medical device report (MDR).